Event description:
The user facility reported that five pts sustained chemical colitis following colonoscopies with the use of the subject device. Four of the five pts were reportedly hospitalized for an unk amount of time, but all five pts are said to be currently doing fine. The user facility declined to provide add'l specific info regarding the affected pts.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. A slightly reddish residue and debris were noted inside the auxiliary water channel, and at the distal end of the device. There were minor nicks and dents found on the distal end cover, and the insertion tube was noted to be buckled near the control body portion of the device. The cause of the pt outcomes cannot be conclusively determined, however improper reprocessing of this device cannot be ruled out as a contributing factor. Olympus will provide the user facility staff in-service training on how to properly clean, inspect, and handle the device, at the user facility's convenience. This report is being filed as a medical device report in an abundance of caution. Cross reference MFR report number 8010047-2008-0090 for the other similar reported event.